Event description:
It was reported that the physician called in for review of device data. This patient with an implantable cardioverter defibrillator (ICD) system presented to the emergency room (ER) with a heart rate in the 30's. Technical services reviewed and found no episodes that correlate to the decrease in heart rate. However, review of the presenting electrogram (egm) had right atrial (ra) noise. Additionally, it was noted that ra pacing impedances are high, out-of-range measuring greater than 2,500 ohms and the lead is programmed off. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the physician called in for review of device data. This patient with an implantable cardioverter defibrillator (ICD) system presented to the emergency room (ER) with a heart rate in the 30's. Technical services reviewed and found no episodes that correlate to the decrease in heart rate. However, review of the presenting electrogram (egm) had right atrial (ra) noise. Additionally, it was noted that ra pacing impedances are high, out-of-range measuring greater than 2,500 ohms and the lead is programmed off. At this time, the system remains in service. No adverse patient effects were reported.